Event description:
A malfunction alarm with the code malf 0 was reported. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and it was confirmed that the customer could continue using the pump. The customer was advised to call back if any issues arose again and acknowledged the instructions given.